Event description:
It was reported that an ilet user called about elevated blood glucose and requested guidance on a possible site change after observing pump and fingerstick readings in the mid-200s, with tubing primed and drops observed and no system alerts noted; the user reported no symptoms and was advised to allow the device¿s corrective algorithm to proceed and to call back if needed. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no escalation of care or hospitalization. Investigation included assessment of infusion setup and delivery verification through tubing fill confirmation. Investigation of this case revealed no device alarms, no evident infusion blockage, and no device malfunction based on stable readings and successful tubing prime. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.